Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer's husband mohammad, that the customer received a compromised force sensor system alarm. It was also reported that the customer had been off the pump and was using manual injections. Advised insulin pump would be replaced. No additional information was provided.